Event description:
It was reported that a gradually declining impedance was observed on the lead. No other electrical abnormalities were detected, and a fluoro was normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.